Event description:
Info received indicates the tubing component disconnected from the needle luer adapter during bypass. The device was changed out during the case with no complication, other than minimal patient blood loss reported.